Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd plastipak¿ luer-lok¿ syringe plunger. The following information was provided by the initial reporter, translated from french: "on 10/27, the night nurse observed a black deposit on the plunger of a 20ml luer-lok syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-feb-2023 . H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a foreign matter was observed inside the barrel, below the stopper. Further evaluation determined the matter was composed of silicone and dust. A device history review was performed for lot 2209051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that black foreign matter was found on the bd plastipak¿ luer-lok¿ syringe plunger. The following information was provided by the initial reporter, translated from french: "on 10/27, the night nurse observed a black deposit on the plunger of a 20ml luer-lok syringe."

Event description:
It was reported that black foreign matter was found on the bd plastipak¿ luer-lok¿ syringe plunger. The following information was provided by the initial reporter, translated from french: "on 10/27, the night nurse observed a black deposit on the plunger of a 20ml luer-lok syringe."

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2209051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.